Event description:
The customer reported the subject device had a grainy image. No patient harm or injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a cable failure. Based on the results of the investigation, it is likely that the following led to the malfunction: the inspection by the repair department confirmed that a cable failure had occurred in the actual device. Therefore, the most probable cause was the video function did not work properly due to the cable failure and "image sandstorm" occurred. A device history review (DHR) was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): precautions (warning) ¿ if the endoscopic image or function is abnormal and returns to normal spontaneously, the device may have already malfunctioned. Continued use of the endoscope may cause the abnormality to reoccur and the device may not return to normal. In this case, discontinue use immediately and slowly pull out the endoscope from the patient. Continued use of such a device may cause injury to the patient, bleeding, or perforation. ¿ if the endoscope image is not displayed correctly, the image sensor may be damaged. If the camera head continues to be energized while the image sensor is damaged, the camera head will become hot and there is a risk of burns. Immediately turn off the power of the video system center. Olympus will continue to monitor the field performance of this device.